Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of uneven battery depletion was unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis. Additional provided information stated that log files are unavailable. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿) states two fully charged heartmate 14 volt lithium-ion batteries can power the system for 17 hours depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home and heard an alarm from their system controller that showed a low battery alarm with the red battery symbol on. The patient observed the batteries and noticed that they still had a charge. However, they were not at the same level even though they had been previously fully charged. The patient immediately checked the alarm and changed to a pair of fully charged batteries and the event resolved. Later, the same thing happened with another pair of batteries. The patient's battery clips were in optimal condition. Log files captured several odd low power and power cable disconnect alarms. Noted drops in the rsoc voltage values were noted when connected to batteries and wall power. After downloading the log files, the system controller was exchanged. So far the patient did not have any problems with the duration of the load.

Manufacturer narrative:
Section b5: correction. Section h6: correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the following information is captured under MFR # 2916596-2024-07179 - log files captured several odd low power and power cable disconnect alarms. Noted drops in the rsoc voltage values were noted when connected to batteries and wall power. After downloading the log files, the system controller was exchanged. So far the patient did not have any problems with the duration of the load.